Event description:
It was reported that while connected to a patient the external pulse generator shut itself off. The battery was switched out and the device run overnight but the issue was unable to be duplicated. The generator was changed out and returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported that while connected to a patient the external pulse generator shut itself off. The battery was switched out and the device run overnight but the issue was unable to be duplicated. The generator was changed out and returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis could not confirm the reported event. Device passed all incoming functional tests. Upper and lower cases are broken. Keyboard is scratched. Main printed circuit board is contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.